Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an enteral feeding pump power cord. The customer reports that while the pump was plugged in, the power plug burned through and shorted out.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.